Event description:
It was reported that during an acl repair procedure, when femoral bone hole prep, pin broke off at 4mm from tip. The broken tip was retrieved from patient. No patient injury, but 60 minutes delay was reported. A backup device was available to complete the procedure.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. Approximately .803 of the distal tip has been broken off. Examination of the break area showed no material voids. The broken portion is bent at the break area. The break area is heavily scored in a circular manner which extends proximal to the break. The pin is bowed. The condition of the device indicates it was subjected to excessive force during use. Careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.